Event description:
The pt underwent a catheter revision. The intrathecal spinal segment was replaced. The old catheter was left in the pt. The pump was replaced after receiving a 15 month elective replacement indicator. The pt was not injured and recovered without sequela. The medication being delivered via the device was compounded baclofen. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.